Event description:
The customer reported that the system displayed an a/d channel 15 failure. This means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator card driver and ps1 power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.